Manufacturer narrative:
At this time, the suspect device has not been returned for investigation. Logfiles analysis and the issues to unit suspected to be lack of maintenance. The blower filter was clogged which possibly related to blower temperature alarms on logs. The unit first started alarming technical failure(tf) blower temp on (B)(6) 2022, and continued. Advised customer to test the unit with a known good blower. After the unit recalibration performed, vyaire requested for the latest log file for re-evaluation. No root cause has been determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 ventilator stopped during use on patient and there's some smoke getting out through the inspiration patient connector. Furthermore, the customer confirmed that the patient was transferred to an alternative ventilation and no harm reported.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault - lack of maintenance / filter exchange combined with no user reaction on multiple blower temperature alarms. During troubleshooting the unit alarmed with tf 278- internal o2 sensor concentration high. Vyaire medical instructed the customer to perform the troubleshooting for alarm 278 and advised to replace the unit with a known good blower and main electronics. The issue fixed after the replacements. They performed a blower and inspiration/block valve test, both tests passed.